Event description:
At approx. 0730 hours, 8/11/92, operating rm #2, a spinal anesthetic was attempted on a 36 year old female using a sprotte spinal needle, through a thinwall introducer. The introducer was positioned l2-3 interspace, sprotte spinal needle was advanced, bone felt, spinal needle withdrawn into introducer needle, repositioned, spinal needle was advanced, stylet removed, blood return, both needles were removed, spinal needle straight intact. Introducer was then positioned l3-4 interspace, new sprottee spinal needle advanced, bone felt, spinal needle withdrawn into introducer needle, repositioned needles, spinal needle advance, stylet removed, clear spinal fluid observed coming from hub of spinal needle, syringe with anesthetic attached to spinal needle, aspirated needle rotated (no resistence felt), only a portion of spinal needle removed, x-ray patient spine demonstrated remaining portion of spinal needle, patient was later transferred to marshfield hospital where broken off portion of spinal needle was removed 8/11/92. No adverse sequela to patient as of august 14, 1992device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, visual examination. Results of evaluation: component failure, telemetry failure, none or unknown, none or unknown. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.